Event description:
Rn noted that drip rate of herceptin on secondary tubing was bruising at a rapid rate, faster than programmed. Tubing clamped and set up confirmed to be correct. Tubing kept and IV pump changed. Secondary tubing continued to infuse at a rapid rate. Once secondary tubing exchanged, drip rate was appropriate.